Event description:
An initial event notification was received by united therapeutics drug safety on 27-feb-2026 and forwarded to millyard advanced medical products, llc on 28-feb-2026. It was reported that the patient received cassette depleted and cassette problem alarms while using remunity pumps, (B)(6). Troubleshooting efforts were unsuccessful. The patient was subsequently hospitalized on (B)(6) 2026 and placed on intravenous remodulin.

Manufacturer narrative:
Efforts to obtain additional information from accredo health group, inc. Are ongoing. Any new information relevant to the event will be provided in a follow-up report. At this time, no components or further information have been made available to millyard advanced medical products, llc for additional investigation.